Event description:
It was reported that the patient presented in clinic. Device interrogation found that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and the patient's right atrial (ra) lead exhibited far r-wave oversensing. A chest x-ray and fluoroscopy were performed to reveal the ra lead was dislodged. The ICD was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2025. Patient was stable throughout.

Manufacturer narrative:
Correction: device in question should have been a pacemaker rather than implantable cardioverter defibrillator previously reported in 2017865-2025-89106.